Event description:
It was reported that pump malfunction occurred after pump got wet and displayed non-resettable malfunction alert. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.